Manufacturer narrative:
Findings: unit received with blank display due to broken battery tube spring. Unit received with corroded battery tube. Unit received with corroded battery cap. Pump received with minor scratched display window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip. This MDR related to the(B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a broken spring that was causing intermittent connection and power issues with the pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.